Event description:
It was reported that a large volume infusor was blocked and would not flow. There was no patient involvement, as this occurred before patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 25 april 2013 and 26 april 2013. Evaluation summary: the device was received containing approximately 240 ml of fluid in the bladder. Visual inspection confirmed the reported condition; no flow was observed at the distal luer. Forced priming was attempted and still no flow was observed. Visual inspection also identified excessive white drug precipitate inside the solution of the bladder, which was determined to be the cause of the reported condition. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.